Event description:
The customer observed a non-reproducible higher than expected vitros troponin I es result on a single patient sample run on a vitros eciq immunodiagnostic system. Vitros result of 0.163 ng/ml vs expected of < 0.012 ng/ml. Biased results of the direction and magnitude observed may lead to inappropriate physician action if they were to occur undetected. The results were not reported to a clinician and no allegation of patient harm was made as a result of the event. This report corresponds to ortho clinical diagnostics inc. Complaint number (B)(4).

Manufacturer narrative:
The investigation determined that a non-reproducible higher than expected vitros troponin I es result was obtained on a single patient sample run on a vitros eciq immunodiagnostic system. Root cause for the non-reproducible higher than expected vitros troponin I es result was most likely instrument related as the customer produced unacceptable vitros troponin I es precision test results indicating the need to service the customer's vitros eciq system. An ortho clinical diagnostics field engineer serviced the customer's vitros eciq system and returned it to expected performance. However, the investigation could not rule out that inappropriate pre-analytical sample processing had contributed to the result in question.